Manufacturer narrative:
Inspection of the returned product was conducted, and the condition of failure was confirmed. The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a paragon 28 caspar type compression/distraction device became defective during surgical procedure on (B)(6) 2020. The initiator indicated that the device locked up.